Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was 18.0mmol/l. The customer stated that he had no delivery at the time of changing the set and priming. The customer was advised that the alarm may be cause by set or reservoir occlusion. The customer was advised that the product would be replaced and return for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.